Event description:
It was reported that the programmer "froze." Follow up determined that it was during power-up and that the electrocardiogram (ECG)-wave stopped and could not operate. It was further noted that even 30 minutes later, the programmer was still not operational. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not verify that the programmer froze up. However, the link electronic module (lem) circuit board had test failures. It was also noted that the programmer system fan was noisy, the left keyboard hinge was worn and an error was noted in the error log.